Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 125 ohms. The health care professional (hcp) would continue to monitor this patient. No adverse patient effects were reported. The lead remains in service.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 125 ohms. The health care professional (hcp) would continue to monitor this patient. No adverse patient effects were reported. The lead remains in service. Additional information was received indicating the rv lead exhibited high, out-of-range shock impedance measurements in the 150 ohms range, suspected to be caused by calcification. The rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 125 ohms. The health care professional (hcp) would continue to monitor this patient. No adverse patient effects were reported. The lead remains in service. Additional information was received indicating the rv lead exhibited high, out-of-range shock impedance measurements in the 150 ohms range, suspected to be caused by calcification. The rv lead remains in service. No adverse patient effects were reported. Additional information was received indicating additional defibrillation threshold (dft) testing was performed. The rv lead exhibited impedance measurements of 121 ohms during the dft testing. No additional adverse patient effects were reported.